Event description:
A nurse reported a system message displayed which disabled irrigation, aspiration, and fluid/air exchange (fax) functions during a vitrectomy procedure. The system was rebooted, but the error message could not be cleared. The surgeon completed the fax and gas infusion manually. There was no patient impact reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).